Event description:
On (B)(6) 2005, the patient underwent treatment for an abdominal aortic aneurysm and was implanted with gore excluder aaa endoprosthesis. On (B)(6) 2008, the patient underwent a reintervention for a type I endoleak originating from the lower renal artery, which was creating a persistent type ii endoleak originating from the inferior mesenteric artery. A gore aortic extender component was placed, which resolved the endoleak(s). On (B)(6) 2010, gore became aware that the patient expired from other causes. Communication with the physician's office revealed that the patient's cause of death was not related. The primary cause of death was dementia and the secondary cause was stroke.

Manufacturer narrative:
A review of the mfg records for the device has been conducted. A review of the mfg records for the device(s) verified that the lot(s) met all pre-release specifications. Endoleak. The gore excluder aaa endoprosthesis instructions for use (IFU), states: adverse events that may occur and/or require intervention include, but are not limited to; endoleak.